Event description:
Revision of scorpio tka implants due to loosening and infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding infection and loosening involving a scorpio baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection of the returned device indicated that the device was returned with the insert still assembled to it. Implantation and explantation damage was observed. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot referenced. Conclusion: the event cannot be confirmed as no medical records were provided that document the infection or revision. Further information such as pathology repots, return of the device, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision of scorpio tka implants due to loosening and infection.